Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. The customer reverted to manual injections for insulin therapy.